Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose level and her insulin pump had received replace battery alert. The customer's blood glucose level was 486 mg/dl at the time. The customer declined troubleshooting for high blood glucose. It was reported that she was not alleging insulin pump for under delivery. The customer received replace battery alert without low battery alert for two times. The customer also experiences nausea and abdominal pain. The customer's high blood glucose was treated with insulin pump. The insulin pump will be returned for analysis.